Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation. The therapy delivery resulted in therapy exhaustion. Boston scientific technical services reviewed the episode and recommended reprogramming to prevent further occurrences. This ICD remains in service. No adverse patient effects were reported.